Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient only used their stimulation when they needed it. If they went more than 4 days without charging their ins would be down to half; this issue had been going on for about 6-8 months but they noted that their usage also changed. No symptoms or further complications reported.